Manufacturer narrative:
Isi has not received the green stapler 45 reloads or the stapler 45 instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. According to the system logs, the stapler 45 instrument successfully fired three green stapler 45 reloads, and all firings were completed. However, the second install did have 6 incomplete clamps before a completed clamp and fire. This complaint is being reported due to the following conclusion: during a da vinci-assisted low-anterior resection procedure, the patient allegedly experienced a staple line leak that required a section of the bowel to be resected. However, at this time, the root cause of the staple line leak is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, there was a leak in the staple line. As a result, the surgeon had to staple above the initial staple line and resect a section of the bowel. On 01-mar-2018, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that during the robotic procedure, the endowrist stapler 45 instrument was used for the initial transection of the rectum. The csr stated that the surgeon had fired the endowrist stapler 45 instrument with a green stapler 45 reload installed. The csr believes that the surgeon wanted to go across the bowel with one fire. She stated that the first green stapler 45 reload had a successful 100% clamp in one attempt with no issues. However, after firing the reload the surgeon noticed there were gaps throughout the staple line and stool leaking through it. As a result, the surgeon had to staple a little higher on the colon above the initial staple line and used 2 green stapler 45 reloads to complete the colon transection. The section of the colon that was transected, between the initial and second staple line, was not planned to be removed as a part of the surgical procedure. The csr stated then the procedure was completed with no further issues. It was confirmed that there was no buttress material used and there was no video recording of the procedure. There were no other intra-operative complications reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint the stapler was tested on the in-house system for fire and passed. The logs show no firing failures. The issue could not be replicated. This complaint is being reported due to the following conclusion: during a da vinci-assisted low-anterior resection procedure, the patient allegedly experienced a staple line leak that required a section of the bowel to be resected. However, at this time, the root cause of the staple line leak is unknown.